Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the pod fell off causing the cannula to dislodge from the site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 25 and 36 hours on the arm. It was noted that the pod likely fell off due to heat and excessive sweating causing the cannula to dislodge from the site. Hyperglycemia treated with a new pod.